Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reported event; a loss of communication message was not observed. It was noted a "low battery" message appeared when the analyzer application was started. The analyzer battery was depleted (7.56 volts). Analyzer passed all incoming functional tests. (B)(4).

Event description:
It was reported when the programmer was being used, the communication between the programmer and the analyzer was lost. The programmer was restarted twice but after that the communication was lost again. This event happened before and after that the cables were tested. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.